Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the subject device was said to have been used in conjunction with an olympus working element in which the two devices reportedly welded together and could not be separated. The insulation of the electrode was said to have been slightly melted. The subject device and the working element were said to have been replaced and the intended procedure was reportedly completed successfully. There was no report of patient injury and no device fragment was said to have fallen into the patient's body cavity.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the users re-seated the electrode in the working element after the electrode had stopped working. The electrode reportedly began working again after re-seating, but started sparking inside the working element. The device referenced in this report and the resection electrode loop were returned to olympus for evaluation. The evaluation found the resection electrode loop lodged inside the working element, and there was evidence of thermal damage inside the working element, and there was evidence of thermal damage inside the port in which the electrode was seated. The working element and electrode were forwarded to the original equipment manufacturer (OEM) for further investigation. This report will be supplemented if significant additional information becomes available at a later time. This is one of the two reports. Please also reference 9610773-2011-00037. This report is being submitted as a medical device report in an abundance of caution.